Event description:
Product analysis was performed. Analysis was performed on the lead portions returned and the reported high inpedance condition could not be verified from those pieces. Continuity of the various lead sections were performed with no discontinuities identified. The condition of the lead portions returned is consistent with conditions that typically exist following an explant procedure. The tear in the electrode bifurcation and the small punctures located on one of the inner tubings were most likely caused by manipulation during the explant procedure. No coil breaks were found. No other obvious anomalies were noted. The connection between the setscrew and lead pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Although the reporter previously reported a lead break, this was not confirmed in analysis. The concomitant device (pulse generator) was also analyzed. There were no visual anomalies identified or observed. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specification.

Event description:
The patient had an increase in seizures starting a few days prior to report of event. No injury was reported. The increase in seizures prompted the treating neurologist to run device diagnostics, which resulted in high lead impedance reading, indicating possible device malfunction. Estimated generator battery longevity calculation was performed using the last known device parameters and results indicated that the device should have approximately 1 month left before the elective replacement indicator trips yes. The device reportedly had acceptable diagnostic results eleven months prior, which indicated proper device function at that time. Further follow up revealed that the patient underwent revision surgery and a lead break was found. The exact location of the break is unknown at this time. The entire system was replaced successfuly. Treating neurologist chose not to provide the manufacturer with any additional information stating the patient had complete revision surgery and the event has been resolved. No further information is expected from the treating physician. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would have adversely effect device performance.